Manufacturer narrative:
Motor error alarm due to loose/protruded drive support disk. Failure analysis was unable to test for prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm while attempting to bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.